Event description:
The surgeon reported that while using an ahmed micro grasper during a lens exchange the forceps was damaged while exiting the eye. The forceps was removed from the eye and there was no impact to the patient.

Manufacturer narrative:
The device was returned dirty and corroded so much so that it could not be disassembled for evaluation. The cause of the breakage is unknown.